Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that calls had been received from nurses indicating that their hydromorphone pumps were missing unexpected amounts of volume (6 ml, 4 ml, 7 ml). Concerns were raised about a systemic issue with the hydromorphone 10 mg/50 ml premix syringes. No other medications administered from 50 ml syringes had similar issues. The picu charge rn confirmed that other patients on hydromorphone premix syringes had appropriate volumes, and nurses in other areas confirmed correct volumes for their syringes. There was patient involvement and unknown patient harm/adverse event reported.